Event description:
It was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used in a stent procedure (pt age, gender and weight unk) in 2007. According to the complainant, "on passing the stent over the [guide]wire, the stent buckled and [it was] unable [to be] pass[ed] through the stricture. The physician completed the procedure successfully with a second ultraflex covered ng esophageal stent. At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is submitted based on these results. A visual examination of the returned device revealed that the stent was partially deployed and the pull ring was missing from the deployment suture thread. A functional eval revealed that upon pulling the remaining suture string, the stent could be completely deployed; therefore, the reported failure mode (buckling) could not be confirmed. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for this lot. The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.